Event description:
Same case as: 2030404-2012-00062, 2030404-2012-00063, 3005188751-2012-00068. It was reported that during an atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. The physician used an agilis sheath to gain cardiac access. An inquiry steerable catheter, reflexion spiral catheter and therapy cool path catheter were used to create geometry and perform ablation. The physician had isolated the left and right pulmonary veins when the patient became hypotensive. A pericardial effusion/tamponade was confirmed by echocardiography. A pericardiocentesis was performed and the patient stabilized. Approximately three hours post procedure, the bleeding ceased. The patient was transferred for monitoring to the intensive care unit.

Manufacturer narrative:
One 7f reflexion spiral x catheter was received for evaluation. No visible anomalies were observed. Functional testing revealed that the catheter was able to deflect in both directions; the correct shape was produced. The catheter's loop deflects as designed; no abnormal resistance was encountered. Review of the device history record confirmed this lot met manufacturing requirement prior to shipment. The root cause classification of the cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.